Event description:
It was reported that during a laparoscopic low anterior resection. The leak was occurred during the operation or after the operation. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the event description is not clear. Please confirm when the leak occurred (was it intra-op or post-op)? --- post-op, the six days after, the leak occurred. What is the patients current condition? - he/she had ileostomy. What device was used for the proximal and distal transaction? - proximal: purse-string suture, distal: powered echelon 60 / gold. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) - purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? - with an assist device but the product was not provided from the hospital. Was the spike of the trocar inserted lateral or through the staple line? - no information. What confirmation did the surgeon receive that the anvil was firmly attached? - no information. When the device was fired, where was the indicator within the green zone/gap setting scale? - yes. Was buttressing material utilized? If so, which product? - no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) - no information. What disease did the patient have? - no information. What did the staple form look like? - yes. Was the transection completed with one or multiple firings - yes. Was the instrument fired across or near an existing staple line or clip? - no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? - no information. Were any unexpected noises heard? - no. If so, when? - na. Were any of the forces higher or lower than expected (closing, firing, or opening)? - no. Was there any difficulty removing the device from the tissue? --- no if yes, how many counter-clockwise revolutions were used to open the device? - na. Is a pathology specimen and/or report available? Did the operation change significantly as a result of the device issue? - no information. What is the patients age and sex? - no information. Did a hcp other than the primary surgeon fire the instrument? - no information. If so, whom? - na.